Manufacturer narrative:
DHR review revealed nothing relevant to this event and the implant was not returned for eval. Not inserting the drill to the proper depth would have resulted in the customer's complaint. Since the surgeon and pa are unsure if the drill was inserted to the shoulder, the cause of the event cannot be confirmed. Furthermore, since this event took place, a new driver, drill, tap and drill guide have been developed to help eliminate events related to implant stripping.

Event description:
Add'l case involving the initial use of part ar-5024b in 2004. Event was inadvertently not forwarded to the complaint dept by the co rep. The implant stripped out as it was being inserted. It is not clear if the surgeon drilled to the shoulder of the drill or just to the laze line. For the second implant, the surgeon was sure that he drilled to the shoulder, the screw went in without any problems. It was reported that a portion of the first screw remains in the pt's bone because it has good fixation. Another screw was inserted to complete the procedure. No adverse pt consequences rported as a result of this event. This device is used for treatment.